Event description:
A medtronic representative reported that, while in a axiem shunt cranial procedure, the surgeon alleged an inaccuracy - no specific measurement was provided. The surgeon opted to discontinue the use of the navigation system to proceed and completed the procedure successfully. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient information, referencing (B)(4) privacy laws. A medtronic representative, following-up at the site, reported the surgeon stated the inaccuracy was most likely attributed to one of several use errors: trace over the checks prior to surgeon's arrival in the room; metal interference; and cell phone in surgeon's pocket. The medtronic representative witnessed tracer for this surgeon's next case and consciously removed as much metal as possible and all went smoothly. No further issues have been reported. Software investigation completed. It was determined that the physician had a cell phone in his pocket while performing the procedure. Later procedures did not have issues with accuracy. Software is functioning as designed. Use error. No parts have been returned to manufacturer for analysis.